Manufacturer narrative:
B3: day and month of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alerts air-in-line regardless of set. Patient involvement is unknown.

Manufacturer narrative:
B5 update: there was no patient involvement. H3: one pump was returned for analysis in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Visual inspection, review of the event history, and functional testing revealed the air detector is non-functional. The air detector was replaced to address this issue. The device then passed all testing.